Manufacturer narrative:
H6: investigation summary one photo was taken but does not verify the customer complaint. No product was returned by the customer. The customer complaint that the smartsite was occluded and could not be flushed could not be verified due to the product not being returned for failure investigation. A device history record review for model 20039e lot number 20125933 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 17dec2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A trend for this occlusion issue has been identified for this product line. A CAPA (corrective action preventative action) 1998036 has been initiated, and a team has been assembled in order to investigate the issue.

Event description:
It was reported that the smallbore 6 inch ext vlv experienced flow issues and was clogged/blocked/occluded. The following information was provided by the initial reporter: material #: 20039e batch/lot #: 20125933. While on-site today a nurse reported they experienced a smartsite recently that was not patent and could not be flushed.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the smallbore 6 inch ext vlv experienced flow issues and was clogged/blocked/occluded. The following information was provided by the initial reporter: material #: 20039e. Batch/lot #: 20125933. While on-site today a nurse reported they experienced a smartsite recently that was not patent and could not be flushed.